Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor glucose and blood glucose had discrepancies. The blood glucose reading was 128 mg/dl compared with the sensor glucose reading of 56 mg/dl. The customer's most recent blood glucose reading was 171 mg/dl. She also observed that her serter did not always release and that the sensor got stuck. She noted blood at the insertion site, as well as skin irritation. Nothing further reported.